Event description:
It was reported that a deflation issue occurred. An fg emerge mr ous 2.25 x 30mm was selected for treatment of the target lesion. During the procedure, a deflation issue occurred. The procedure was completed using an alternate method. There were no reported patient complications.